Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope experienced broken camera. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report. Initially, this complaint was submitted as a reportable malfunction conservatively. However, upon additional information received, and return of the device, there was no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported the bronchovideoscope experienced a broken camera, which was reported out of caution due to lack of information. Upon the return of the subject device and additional clarification from the customer, it was confirmed that there were no reportable malfunctions associated with the subject device. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.